Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during peripheral percutaneous intervention, a balloon rupture occurred. Vascular access was obtained via the right common femoral artery using a 6fr non bsc sheath. A non bsc guide wire was advanced, but could not cross the lesion, thus another non bsc guide wire was used to crossed the lesion. A 2.5mm x 20mm x 144cm coyote es balloon catheter was used to dilate the lesion. During the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 1.5 x 2 coyote es mr balloon catheter and a 5 x 2.75cm mustang balloon catheter. No patient complications were reported and the patient's status was good.